Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts in the centre and distal side bunched, overlapping, stretched and lifted from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings on the proximal side were opened out from their folded position, however, there were no signs that the device was subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found multiple kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.25 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion but failed to cross and the edge of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.25 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion but failed to cross and the edge of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.